Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. It was found that the pump was under infusing outside the amounts that mmdg considers non-reportable. The pump appears to have sustained impact damage, which can effect the operation of the pump. The pump will be repaired and returned to the user facility.

Event description:
The initial reporter stated that the pump did not deliver as much as it should have. They stated that they found more fluid in the bag then they should have. The initial reporter also stated that this occurred during testing and there was no patient involved. (B)(4).